Manufacturer narrative:
D9 - date returned to mfg: 6/13/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed, however verified with the ehl. The cause of the reported issue was due to downstream occlusion sensor. As a result, the downstream occlusion sensor, bezel, and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that pump had downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.